Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed an integrated circuit leakage - unspecified. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant medical products: 407645 implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
The device was returned to the manufacturer after being explanted due to elective replacement indicator (eri). The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.